Event description:
The customer reported 12-lead ECG v2 signal loss.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v2 signal loss. There was no report of patient impact. The unit was evaluated by the philips. The symptom could not be duplicated and the device passed all testing; therefore, we cannot determine the cause. Based on the customers' report, we are considering this a malfunction.